Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring surgical intervention and prolonged hospitalization. It was reported that the patient suffered a pericardial effusion. During epicardial ventricular tachycardia (vt) mapping, a "mild amount" of fluid in the pericardium was noticed. This is normal for this type of case. Although as the case progressed, there was a continuous buildup of fluid, and with a drain in place, a continuous draining of fluid. The patient's effusion was being continuously monitored using intracardiac echocardiogram. Due to the ongoing drainage of fluid, it was reported that the physician found it necessary to "crack the patient's chest" (open heart surgery) to look for bleeding areas, none were found. The patient's blood pressure did not drop during the part of the procedure that the reporter witnessed which was up through the mapping portion. It was noted that 200ml of fluid had been removed by the time the reporter left and more was continuing to be removed so the total amount was unknown. The patient was kept overnight for observation and at the time of the call the patient was stable. This case was part of the traverse trial. Additional information received indicated the adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome was reported as fully recovered. The transseptal puncture was performed with a baylis nrg transseptal needle. Prior to noting the cardiac tamponade ablation was performed and there was no evidence of a steam pop. Irrigated catheter was set to standard flow setting. The correct catheter settings were selected on the smartablate generator and the pump was switching from low to high flow during ablation as intended. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used included graph, dashboard, vector and visitag. The visitag module parameters for stability set to 2s, 3mm, 25% over 3g ¿ size 3mm with respiratory gating and force time interval (fti).

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a 69-year-old male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring surgical intervention and prolonged hospitalization. It was reported that the patient suffered a pericardial effusion. During epicardial ventricular tachycardia (vt) mapping, a "mild amount" of fluid in the pericardium was noticed. This is normal for this type of case. Although as the case progressed, there was a continuous buildup of fluid, and with a drain in place, a continuous draining of fluid. The patient's effusion was being continuously monitored using intracardiac echocardiogram. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome was reported as fully recovered. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).